Event description:
Dr. (B)(6) reported "pt was operated a few months ago with fixation of l4-l5-s1 levels. In (B)(6), underwent surgery on stenosis l4-l5 introduced the screws into the vertebral body s1. And surgeon unblocked xia screws and mac connector. One of unblocked xia screws remained disassembled with screw head. And unblocked mac connector was broken in central screw. Screw and connector was broken in central screw. Screw and connector was replaced with new ones. This event occurs during surgical procedure. Pt was not involved, screw and connector was replaced with ones. Surgery time was increased." Add'l info, "the breakage of the pa screw and mac connector performed during surgeon get them off."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval. This MDR occurred during the same event filled with medwatch number 9617544-2011-309.